Event description:
The ventilator had its alarm silence button stuck in the off position. The ventilator was setup on pt. Later it was discovered that the upper pressure limit alarm was not alarming. The ventilator was then removed and changed to a machine with the alarm system functioning properly. The ventilator had proper checkout list completed prior to use.